Manufacturer narrative:
No patient information provided as no patient was involved in this concern. H6) no parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the software crashed and closed 4 minutes after start up. There was a software error message that replaced the scan during a mock navigation with a resin head. Later, after the system was returned from the conference where this occurred, the software loaded and crashed multiple time. The software was deleted and reinstalled, but the issue continued. No patient present.